Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 2.2 was failed and required maintenance. The customer reported there was a delay in dispensing medications to the patient and the medication was subsequently obtained from other station. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 2.2 had failed. A field service engineer (fse) contacted the customer to troubleshoot the issue, cleared a cubie pocket with a read/write error, found no failures on the station, and noted that the customer requested a follow-up the next day; although the pocket failed at auxiliary 2-2, no failure icon was displayed, and the escort was unable to remove the pocket, so the unit was powered down, the bus cable was checked, and the row cable was reseated; after running the hardware test application (hta), the pocket was removed and the application was launched, revealing that drawer 6, row b had failed, prompting a manual release of row b in hta while all other pockets released successfully, followed by powering down the unit again, reversing tray b with tray c, rebooting the system with no failure displayed, and finally running a successful test in hta. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 2.2 was failed and required maintenance. The customer stated that there was a delay in dispensing medications to the patient and the medication was subsequently obtained from other station. There were no adverse events or injuries reported based on this event.